Event description:
It was reported that the patient received forty eight inappropriate shocks due to an apparent right ventricle (rv) lead fracture. The rv lead had high impedance and was oversensing. It was further reported that more than 2000 short v-v intervals were observed since (B)(6) 2013. The lead was partially explanted by cutting the proximal end, and replaced, and the pocket was debulked. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was further reported that rv lead impedance spiked, and inappropriate therapy occurred due to lead noise.